Event description:
Fractured patella component lcs. Product discarded, no product details known.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.